Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019, in order to convert the patient to a transcutaneous baha implant system. During the procedure, the abutment was removed and a magnet placed on the internal fixture and skin excision was performed to remove granulomas tissue. Following the procedure, the patient was treated with an antibiotic ointment. This report is submitted october 16, 2019.

Manufacturer narrative:
This report is submitted on aug 15, 2019.

Event description:
Per the clinic, the patient initially experienced skin issues at the abutment site that required skin debridement. At a later stage it was noted that there was an infection at the abutment site requiring oral and topical antibiotics.